Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had placed the pump in storage mode. Subsequently, despite charging the pump for over an hour, the pump was unable to be turned on and was noted to be unresponsive. There was no patient involvement, as the pump was being used for research purposes and was not being used on a customer at the time of the event.